Manufacturer narrative:
(B)(4). Date sent: 4/29/2020. D4: batch #t5cl43. D4: catalog, UDI-corrected data. Investigation summary: the analysis results showed that one ecr60d cartridge reload (b) was received. The reload was received with no apparent damage and fully fired. As the returned reload was received fully fired, no functional test could be performed due to the condition of the reload. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformance were identified. The event described could not be confirmed as the cartridge was received fully fired. The analysis results showed that one ecr60d cartridge reload (a) was received. The reload was received with no apparent damage and fully fired. As the returned reload was received fully fired, no functional test could be performed due to the condition of the reload. The event described could not be confirmed as the cartridge was received fully fired.

Manufacturer narrative:
Product complaint # (B)(4). Date sent: 6/4/2020. Photographic summary: four photos were received. Upon visual inspection of four photos, the following was observed: the first photo shows tissue with a staple line what appears to be not properly cut and stapled. The second and third photos show tissue and some staples could be observed not properly formed. The fourth photo shows a tissue piece and on the staple line can be seen two clips placed on the middle part. Based on the photos review, the event describe is confirmed, however no conclusion or root cause could be determined. Please refer to the device analysis for full analysis details and conclusion.

Manufacturer narrative:
(B)(4). Batch #unk. Attempts have been made to retrieve the device. To date, the device has not been returned. If the device or further details are received at a later date, a supplemental medwatch will be sent. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformance were identified.

Event description:
It was reported that during a sleeve gastrectomy, when firing the device, it delivered a complete cut line, but the staples were ejected without being shaped. The staples had to be recovered from the situs. The stomach was over-stitched. There were no patient consequences.